Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2088tc lead, implanted: (B)(6) 2013; 6947 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to an apparent fracture of the right ventricular lead. The patient has had a previous competitor lead fracture and it appears that the patient's anatomy is contributing to the crush of the leads. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was also reported that the lead exhibited oversensing and noise.